Event description:
It was initially reported by the attending neurologist that during the exploratory revision surgery for the pt, that the pulse generator was showing to be at eos. The pt's device was recently implanted, so was not expected to be at an eos condition. The pt's revision surgery was unrelated to the generator and not due to any device malfunction or pt serious event, but was to remove the tie-downs placed during the initial implant. It was noted by the neurologist that the surgeon did use electrocautery while opening the pt's generator pocket. The neurologist indicated that the device was able to be communicated with prior to the surgery. The pulse generator was replaced at that time and returned to the MFR for analysis, which has yet to be completed.